Manufacturer narrative:
Medwatch submitted to the FDA on 04/22/2016. (B)(4). The device will not be returned. These events are physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for this event. Device labeling addresses: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Company representative reported, on behalf of a health professional, patient passed away. Further follow-up with health professional reported left side capsular contracture, baker grade IV." Pathology notes the specimen(s) as ¿left axillary lymph nodes biopsy¿ and ¿right pectoralis muscle biopsy.¿ patient has ¿enlarged left axillary lymph nodes.¿ pathology notes both specimens are ¿alk negative¿ and ¿weakly positive for cd30.¿ microscopic description notes ¿necrotic debris¿ in regard to the lymph node biopsy and the muscle biopsy. Additional pathology results provided for ¿right axilla skin biopsy¿ and ¿right thoracentesis, 50 ml of clear yellow fluid.¿ findings indicate lymphoma alcl diagnosis has been confirmed via pathology. Alcl has been captured bilaterally as this case appears to be systemic. Patient was treated with chemotherapy. This medwatch represents the left side. See MFR # 9617229-2016-00031 for the right side.

Manufacturer narrative:
Device history record results: "review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process . All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. In addition, DHR for shell runs number corrida (B)(4) did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications."

Event description:
Company representative reported, on behalf of a health professional, patient passed away. Further follow-up with health professional reported left side capsular contracture, baker grade IV." Pathology notes the specimen(s) as "left axillary lymph nodes biopsy" and "right pectoralis muscle biopsy." Patient has "enlarged left axillary lymph nodes." Pathology notes both specimens are "alk negative" and "weakly positive for cd30." Microscopic description notes "necrotic debris" in regard to the lymph node biopsy and the muscle biopsy. Additional pathology results provided for "right axilla skin biopsy" and "right thoracentesis, 50 ml of clear yellow fluid." Findings indicate lymphoma alcl diagnosis has been confirmed via pathology. Alcl has been captured bilaterally as this case appears to be systemic. Patient was treated with chemotherapy. This medwatch represents the left side. See MFR # 9617229-2016-00031 for the right side.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)